Manufacturer narrative:
At bench repair, the bench service engineer (bse) replaced the gas delivery system (gds) to resolve the reported issue. The bse replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a co2 rebreathing error message occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a co2 rebreathing error message occurred. The remote service engineer (rse) reviewed the tube setup with the customer and confirmed the customer was using the correct tuber setup. The unit was sent to bench repair. Device evaluation and repair are pending, and this investigation is ongoing.